Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates dilator body/hub damaged - found during use.

Event description:
The customer reports: after the removal of the stylet, there was resistance and the stylet was severely bent. It was also noticed that the dilator was bent in multiple places. Stylet was not saved, but dilator was.

Event description:
The customer reports: after the removal of the stylet, there was resistance and the stylet was severely bent. It was also noticed that the dilator was bent in multiple places. Stylet was not saved, but dilator was.

Manufacturer narrative:
(B)(4). The customer returned one dilator inside of a peel-away sheath for evaluation. Visual inspection of the peel-away sheath revealed no defects or anomalies. Visual and microscopic inspection of the dilator body revealed signs of use in the form of biological material. The dilator body was slightly curved in some areas and the distal tip was deformed. One side of the tip was bent downward. Some white discoloration was observed in the bent area, indicating stressing occurred. The bend in the dilator body begins 1.5" from the distal end of the hub. The inner and outer diameter of the dilator body were found to be within specification. This indicates there is no issue with the dilator's wall thickness. The dilator body length was also within specification. The dilator was able to advance and lock into the returned sheath with no issues. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the tissue dilator to enlarge the site. The customer reported issue of the dilator becoming damaged in use was confirmed during the complaint investigation. Visual inspection of the returned dilator determined that the dilator body was slightly curved in some areas and the distal tip was deformed. One side of the tip was bent downward and showed signs of stress. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. The dilator product drawing indicates that dilator is made using high density polyethylene (hdpe) material, which is highly malleable. Therefore, bends (like the ones in the returned sample) are not considered a defect. However, since the dilator tip was damaged and shows signs of stress (which indicates and undue force placed on the dilator), it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.